Event description:
The valve was implanted in ventriculo-peritoneal. As the pt's health hasn't improved, the doctor has decreased the pressure level to 30 mmh2o. After 1 or 2 days, the pt's health hasn't improved, therefore, the doctor explanted the valve. The doctor said occlusion seemed occurred and he would like an investigation report. The doctor has requested to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer in 2009. Results of analysis will be developed in a follow-up report.